Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during an implant procedure, the pt stated the battery "failed two times, and on the third try they got the stimulator to work." It was then stated the pt was being put in bed two days later and "was getting shocked for 5 minutes while the neurosurgeon was trying to get him turned off unsuccessfully and was finally able to turn him down." The pt stated "he could not turn himself off because his arms weren't working." It was stated there was then an infection starting on (B)(6) 2011. The pt was then explanted. Additional information has been requested, a f/u report will be sent if additional information becomes available.